Event description:
Boston scientific received information that this patient was admitted to the hospital due to collapsing. A review of an electrocardiogram displayed intermittent loss of capture (loc). This patient had an underlying rhythm of 50 beats/minute. Device interrogation revealed a yellow alert due to mode switching. The safety switch had been triggered due to high out of range impedance measurements. The lead switched from bipolar to unipolar. The physician suspects right ventricular (rv) lead fracture and/or insulation damage. The decision was made to reprogram the maximum outputs until lead replacement can take place. Subsequently, additional information was received that this rv lead was surgically abandoned. There were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead will not be returned to boston scientific due to being surgically abandoned. At this time there is no additional information. Should additional information become available this report will be updated.